Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula event with three sets on (B)(6) 2025. The symptoms of events were noticed after three or more hours of insertion. Two sets were used for 3 hours while one was in use for an hour. The site of insetion was located at abdomen. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.